Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. No excessive "no delivery" alarm noted. Unit had minor scratched liquid crystal display window, cracked display window corner and cracked belt clip slot at battery tube threads area. (B)(4).

Event description:
The customer reported hospitalization due to high blood glucose and the insulin pump alarmed no delivery. Customer's blood glucose was 526 mg/dl. Customer treated high blood glucose with the insulin pump but was not working and had injection and went to the hospital. Customer had ketones and diabetes ketoacidosis. Customer was not wearing the insulin pump at the time of hospitalization. Customer stated she took it off when she went to the hospital. Last blood glucose was 427 mg/dl. Customer stated they have tried all remedies and do want to troubleshoot. Customer stated wanted insulin pump replacement. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.